Event description:
The account stated that the axsym analyzer has generated false low valproic acid results on a patient sample. The initial and retest results were repeatedly low at 0.33 and 0.00 mg/dl. The sample was then tested a third time and the result was 79.2 mg/dl (which is the expected result). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.